Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this system was explanted due to twiddlers syndrome. No adverse patient effects were reported.